Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, fridge had broken and was failed to open. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, fridge had broken and was failed to open. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator lock failed to function properly. The field service engineer (fse) had arrived on-site to investigate a hardware failure on the remote manager. Upon inspection, the fse found that the remote manager was intermittently failing to respond. Further investigation revealed a defective latch mechanism. The fse replaced both the latch mechanism and the wire harness. Following the repairs, the remote manager functioned consistently without any issues. The unit was confirmed to be in good working order, and no additional problems were identified. The system functioned as intended after the field service engineer repaired the device.